Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 12mm x 16cm spectra penile prosthesis device was implanted. It was further reported that it is suspected the fluid loss was from the right cylinder because they found blood inside the right cylinder. The patient presented with a malfunctioning device approximately 3 to 4 months ago. The patient was in stable condition following the surgery.

Manufacturer narrative:
Device analysis: returned product consisted of cxr 16cm. There were leaks in both cylinders due to interaction with a sharp instrument during explant. There was no other damage. The reported fluid loss was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to fluid loss. A new 12mm x 16cm spectra penile prosthesis device was implanted. It was further reported that it is suspected the fluid loss was from the right cylinder because they found blood inside the right cylinder. The patient presented with a malfunctioning device approximately 3 to 4 months ago. The patient was in stable condition following the surgery.